Event description:
It is reported that a customer's mother insisted on having the patient's insulin pump replaced because the motor was allegedly louder than before. The child was at school so there was no troubleshooting the pump. The child's blood glucose was unknown at the time of the call. The customer was informed that the pump will be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump passed prime/a33 alarm test and displacement test. However, noisy motor was noted during testing due to faulty motor. Cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.